Event description:
It was reported that the surgeon experienced difficulty locking the pump during operation. Troubleshooting of stitches and cardiac bunching was completed and they were able to successfully lock the pump to the regular cuff. After releasing the pump from the regular cuff with the unlocking tool, the inner portion of the purple locking mechanism was noted to have been raised out of place. The pump was no longer able to successfully lock into the regular cuff. A new implant kit was opened and the patient was successfully implanted with a new pump.

Manufacturer narrative:
Section a1: patient initials were not yet provided. Section a4: patient weight was not yet provided. No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of difficulty locking the pump to the apical cuff as well as damage to the cuff lock could not be confirmed through this evaluation as the device was not returned. A specific cause for the reported events could not be conclusively determined. Multiple attempts were made to obtain additional information regarding the event, including product status; however, no further information was provided by the account. Heartmate 3 lvas, serial number (B)(6) has not been returned for evaluation as of 30oct2025. If the device is returned later, this file will be reopened to evaluate the device. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 5 ¿surgical procedures¿ (under ¿preparing the ventricular apex site¿) contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. This section cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. Section 5 also provides instructions on how to mate the pump to the apical cuff and describes the steps to ensure proper engagement of the cuff lock. Section 5 states, if the slide lock mechanism on the heartmate 3 lvad fails to engage, do not make further attempts to engage until retracting the slide lock mechanism. Evidence of slide lock mechanism failing to engage will be either visual evidence of the yellow ¿wings¿ or a tactile feel of three ridges versus one. The slide lock will not engage the apical cuff unless initially fully retracted. Section 5, under ¿caution¿, states, if difficulty persists when engaging the slide lock mechanism, the lvad should be removed from the apical cuff to visualize what might be preventing the connection. This section also warns that the suture knots should not interfere with the connection, and if a sealing agent is used on or near the apical cuff, it should not interfere with the slide lock mechanism. Furthermore, section 5 warns that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. The heartmate 3 lvas surgical hand tools IFU also provides information on how to properly disengage the slide lock mechanism from the apical cuff. This document instructs the user to advance the tip of the unlock tool into the slide lock tab with the pivot pointing away from the pump and warns the user to not advance the unlock tool any further after the tip has been engaged. The user must keep the shaft of the unlock tool parallel to, and resting on, the pump housing. Finally, this IFU instructs the user to rotate the unlock tool approximately 90 degrees until the slide lock unlocks. The current revision of the ifus can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.